Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 370 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the cannula dislodged from the infusion site (leg). Bruising and pain was also reported. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with no evidence of blood on the device. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, and bottom housing found no evidence of any damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site or cause pain during insertion . A root cause for the reported dislodged cannula or the reported pain during insertion could not be determined.